Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and scratches on screen makes it harder to read screen. The insulin pump received unexplained no delivery alarm and battery life has lasted less than a week, rejected new battery, slower than normal during rewind and dimmer back light. No harm requiring medical intervention was reported. The device will not be returned for analysis.